Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty mpu pcb (microprocessing unit printed circuit board). The mpu pcb has been replaced. A service history review revealed that this device has not been previously serviced for the reported condition. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report an infusor pump in which the device alarms after a short time. There are no error messages on the display. The event occurred one minute into delivery. There was an interruption during delivery. The event occurred during delivery in the anesthesia department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.